Manufacturer narrative:
(B)(4).

Event description:
It was reported via a call from the rn in the critical care unit to the clinical support specialist (css) stating that she had been receiving he (helium) loss alarms and high baseline alarms. The length of time prior to the alarms was less than 24 hours. The patient (pt) was stemi (segment elevation myocardial infarction) with an intra-aortic balloon (iab) inserted in the cath lab and then taken directly to the operating room for coronary artery bypass graft (CABG) x 3 tvr. Current hr and r 118-120's afib. The central lumen was clotted off. Only infusion was rhi. The iab was inserted via a sheath in the pt's right femoral artery. The rn confirmed there was no blood in the driveline. The pump did not alarm while the rn and ccs were on the phone. The rn stated that the pump had been alarming he loss alarm 2 and high baseline every couple of minutes. The css explained that it could be a small hole in the membrane. The css also explained that there could be an internal kink due to tortuosity. Since there were no visible signs of kinking or rupture and the pump had not alarmed we could try exchanging the pump. The rn was going to have the night coordinator get another pump out of the lab and bring it bedside. At 2053 the rn called back and stated that the other pump was bedside and they did get another high baseline alarm. The pt's hr had elevated into the 130's-140's. Dopamine was started and the pt was also receiving 2 u prbc's and ffp. The rn told the css that she was comfortable staying on the same pump. The css told the rn that she would call back in a couple of hours to check in, but the rn could call if the alarms recur. At 2211 (B)(6) the css called the rn back and the pt had been stable with no alarms. At 0020 (B)(6) the rn called and stated that the he loss alarms began again and are back to back. The css had the rn connect to the second pump (sn (B)(4)) and the same alarm occurred within 1 minute of initiating pumping. The css recommended that the iab be pulled as this was most likely a rupture; still no blood in driveline. Another nurse was on the phone with the surgeon and the pa had been paged to come in and remove the iab. The css explained that the iab needed to be pulled within 30 minutes to prevent clot formation. The css had the rn clamp the driveline and disconnect it from the pump as a precaution. The css told the rn that she would call in the morning to follow up. At 0920 (B)(6) the css spoke to another rn who was now taking care of the pt. The physician/pa decided not to place another iab and the pt had remained stable per the rn. Additional information received on (B)(4) 2014 stated that at 1047, (B)(6) 2014 another rn who was taking care of the pt phoned the css and stated that the md decided at 1746, (B)(6) 2014 to insert another iab as the pt's condition had deteriorated throughout the day (this was after the first series of calls). The new rn taking care of this pt told the css that the pump was alarming due to excessive drainage/drain failure alarms. The pt hr was 140's afib. The css explained to the rn that this is most likely due to the rapid irregular heart rate and explained the drain process. The alarm had occurred approximately 1x/hr. The css told the rn that she can reset the alarm; however, the rn should call the css back if "it" happens every 20 minutes. The rn verbalized understanding and has no further questions.